Manufacturer narrative:
No product was returned; therefore retain samples from the same lot were evaluated for adhesive strength and met product specifications. A review of the manufacturing records indicated that there were no non-conformances or variances during the production process. In addition, a review of complaint database trending indicated that no similar complaints were received. In a follow-up conversation on (B)(6), 2011, the doctor mentioned that the bond-it light cure adhesive he used in the incident expired in august 2007. These investigation results have led to the conclusion that the debonds were not the result of a product failure and were likely due to a user-related problem in that the doctor used expired product. The patient is fine and the restoration was redone with simile without further incident. (B)(4). Tested retain sample from same lot.

Event description:
On (B)(6), 2011, a doctor reported that four patients experienced failed restorations that had been placed with simile composite. In this incident, a restoration placed with simile on a lower molar chipped within several months after placement. This MDR is the second of four reports.